Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer did not observe thermal damage or arcing event on 8mm synchroseal instrument. Patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical inc., (isi) re-evaluated the 8mm synchroseal instrument by conducting advanced failure analysis investigations. The instrument cut electrode exhibited severe thermal damage. A review of the electrosurgical unit (esu) e100 logs show qty 98 "coag" and qty 31 "seal" events with no errors, and qty 233 "transect" events of which 5 events showed "cut electrodes shorted" errors. The findings were discussed with design engineering team. Based on the further review conducted by design engineering team, the probable root cause is attributed to energy activation when instrument electrodes were in contact with a metallic component during the procedure causing as a consequence the thermal damage and cutting failures. Annex d was updated to d11 based on the latest investigations conducted by the team.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument would not cut. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage on the instrument cut electrode at the distal end during visual inspection. The jaw had scratch marks and was thermally damaged. Additional observations: the instrument was found to have charring and localized melting at mid part of the base closer to jaw electrode. The instrument passed the electrical continuity test.